Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive replace battery now alarms. Low battery alert was received less than 10 hours prior to replace battery now alarms. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.